Event description:
Tech reports a blood leak with the psn 210 dialyzer during a pt treatment. The leak occurred at the connection of the venous blood line to the venous end of the psn 210 dialyzer approx 3 hrs into the hemodialysis treatment. Minimal amount of blood loss reported. While returning the pt's blood, the hcp noted a blood leak in the same area. No pt injury or medical intervention reported.